Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was field serviced by a non-factory trained service technician. The service technician found that the solenoid, when touched, would cause the unit to depressurize. The service technician attempted to replace the solenoid but found the terminal block on the back of the pneumatics was loose and the wires to the solenoid were corroded. The service technician was advised by vyaire to replace the entire pnuematics, the service technician refused and replaced the solenoid only. The service technician was advised that since this is a class 3 device, it should be serviced by a factory trained service technician and if he wants to repair it himself he should order the pneumatics based off the damaged that was described by the field service report. Service technician follow up: upon arrival, found the solenoid ordered would not solve the problem. Vyaire medical advised the service technician to replace the pneumatics in order to resolve issue. As of now, the unit is non-functioning due to a pneumatics issue.

Event description:
It was reported to vyaire medical that the unit was not building enough pressure intermittently. Please contact our customer.